Event description:
Philips received a complaint on the defibrillator indicating that the device takes a long time to enter autotest mode, and the screen remains black. There was no patient involvement. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporter information: (B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Based on available information, the bench repair engineer evaluated the device and found that the device had a very old software version. The software was then upgraded to the latest version, and the device was tested over several days to confirm if the issue was resolved. Based on the information available and the testing conducted, the reported problem was caused by an outdated software version. The reported problem was confirmed.